Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the issue was resolved by performing motion calibration and invalidating home. No parts were replaced, therefore, no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door for the imaging system was not opening. Restarting the imaging system and attempting to perform the electronic override did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.